Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump also passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump failed self test during back light check, there was a portion of the el panel that was not lit due to damaged el panel. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that there was a black strip across the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.